Event description:
The customer reports noticing that the crystalens appeared torn when they opened the lens case. No pt contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.